Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 40mg/dl. Reportedly, the customer updated pump software and subsequently, customer's settings were changed. Multiple follow-up attempts were made to gather additional information and troubleshoot the issue, however, the customer did not respond to follow-up attempts.